Event description:
Additional information received reported that the patient was in pain due to the lack of paresthesia. The extension and lead were removed and replaced. It was noted that there might have been something in the lead and also in the connection part of the extension. After the operation it was reported that everything was fine with the patient.

Event description:
See MFR. Rep. # 9614453-2011-08047 for issues with previous device. It was reported that the patient was implanted with a new neurostimulator. After the operation, all impedances were high and the patient did not feel paresthesia. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lead model 3982a-25, lot# 0203273833, implanted: 2010-(B)(6), explanted: 2011-(B)(6), extension model 7489-40, serial (B)(4), implanted: 2011-(B)(6), explanted: 2011-(B)(6), lead model 3982a-25, lot# 0205404410, implanted: 2011-(B)(6), explanted: unknown, extension model 7489-51, serial# (B)(4), implanted: 2011-(B)(6), explanted: unknown. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information reported that the hight impedances found immediately after implantation may have been caused by a connection issue. No impedance checks were performed during the revision. It was noted that a substance, thought to be dried blood, was found in the connection between the extension and lead. It was also suspected that the lead was fractured. The event was considered resolved.

Manufacturer narrative:
.

Manufacturer narrative:
Evaluation of the lead revealed the proximal end not returned. The insulation was broken or torn under the connector. The proximal end was stretched. The sec crew marks were in the correct location. Visual examination showed broken conductors and broken outer insulation. There were no shorts between circuits and open circuits. Evaluation of the extension revealed the body cut through and the proximal end not returned. Visual examination showed the conductors cut and the body insulation cut through. Functional testing showed acceptable continuity with no shorts between circuits.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.